Event description:
A customer contacted global technical service (gts) regarding a system error 2240 and system error 2367 during dwell 1 of 2 on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) cycle power on the hc until the alarms cleared. The tsr advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.